Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner.

Event description:
It was reported that the customer received a battery out limit, a failed battery, and weak battery alarms. He changed the battery, but continued to receive the battery out limit alarm with every battery change. The customer's blood glucose level was 176 mg/dl. When he cleared the alarm he received a bolus stopped alarm. The product was returned. Nothing further to report.